Event description:
Pt brought his glucometer to outpatient pharmacy because of low sugar reading throughout the day. The pharmacist contacted the manufacturer and after running their usual trouble shooting steps with new control solution and test strips from the pharmacy, the meter kept showing 43 on the screen. The manufacturing representative recommended for pharmacy to mail the glucometer to nova max for further evaluation. The glucometer's serial number is (B)(4).